Event description:
The homecare provider (hcp) reported the following information: (1) the patient's wife filled the portable unit from the c41. (2) during or after fill, the quick connect on the c41 froze open and liquid oxygen began to leak. (3) she placed a towel over the quick connect which stopped the leak. (4) no injury occurred.